Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "proximal pressure sensor" error. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomed stated that that the device was turned in as it had a "proximal pressure disconnect" error. The biomed stated that the respiratory therapy department was unable to resolve the issue and had to remove the device from service. The biomed reported that they were able to put the test adapter on the device and verify that the proximal pressure error would occur when removed and then clear when replaced. The biomed was able to see multi disconnect errors in the event log. The rse informed biomed that the replacement of the power management (pm) board should not be linked to the proximal port and is located on the opposite side of the pm board. The biomed is requesting to have the device evaluated by a field service engineer. A philips field service engineer (fse) went on site, and ran diagnostics, and performed a full performance verification. It was reported that no errors were found while running tested, and the device was returned to service.